Event description:
It was reported to (B)(6) that on date (B)(6) 2025 luer adapter insertion site broke off into patient´s cvc lumen requiring ER visit for cvc repair. Date (B)(6) 2025 luer adapter insertion site broke off into patient´s cvc lumen; nurse able to remove with hemostats. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".